Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with keypad overlay damaged and crack on the keypad support lens. Event history log review was performed and found no evidence of reported problem. Visual inspection, and start-up process were performed. The customer's reported problem was confirmed. According to the investigation the pump force was out of spec at 0 pounds. Service recalibrated the force and that cleared up the problem. The pump force sensor was replaced as a preventative measure. Investigation also replaced the pump keypad, support lens due to physical damage, greased, calibrated and ran all functional tests which passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited system force error. Reported that there was no patient involvement.